Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen not responding. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 03aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse replaced the touch screen to address the reported problem. The unit passed all philips required performance tests successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen not responding. There was no patient involvement.